Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol was implanted in the sulcus. This lens is intended for placement in the capsular bag.

Event description:
This case was received via a patient support program ((B)(6)) a healthcare professional reported that a patient, who underwent a difficult cataract surgery where the procedure was converted to extra-capsular cataract extraction (ecce), a limited anterior vitrectomy was required due to posterior capsular rupture and an intraocular lens (iol) was placed in the sulcus at the end of the surgery, was admitted 2 months after surgery with suspected bacterial endophthalmitis due to florid anterior chamber inflammation associated with loose corneal sutures. After excluding an infectious cause by vitreous sampling, he was given oral and topical steroids. For the next 18 months, his condition ran an undulating course with iop fluctuating between 13mmhg and 46mmhg, and visual acuity (va) varying between 6/18 (20/63) and 6/60 (20/200) despite correction with spectacles. In (B)(6) 2013 his right va deteriorated to hand motion level and his iop rose to 50mmhg. In addition, he was noted to have a right pre-retinal vitreous haemorrhage along the inferior vascular arcade. He was being treated with maximum topical anti-glaucoma therapy. Trans-scleral cyclodiode laser was given, but once again this failed to satisfactorily control his iop. In addition, he developed severe cystoid macular oedema (cmo) in the same eye. Initially showed good response to topical steroid and non-steroid anti-inflammatory medication. Va in the right eye improved. He continued to have recurrences of anterior uveitis, cmo and vitreous haemorrhages up to the point when he presented in (B)(6) 2015. Careful re-examination with the slit beam at the iris-iol plane showed the absence of iol-pupillary space. Furthermore, a central circular pattern of iris transillumination was noted, with the outline of the 3-piece iol beneath the iris clearly revealed. The patient was diagnosed with an uveitis-glaucoma-hyphema syndrome associated with vitreous haemorrhage. The patient was prescribed with maximum topical and oral anti-glaucoma medications as well as other medications for the treatment of iop, uveitis and cmo. Once the iop was brought under control the sulcus iol was replaced with an anterior chamber iol in late (B)(6) 2015. As a result of these interventions, patient's va was improved, iop remained within normal levels with no topical anti-glaucoma medication required. His anterior uveitis and cmo were also improving with the treatment prescribed.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).